Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient underwent a surgical procedure on the shoulder. It was reported that sometime post-op while carrying a pot the patient dislocated the shoulder and then self-reduction/instability dislocation.